Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch lancing device specifically that the lancet was hard to insert and remove. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged lancing device issue began on (B)(6) 2015 at 12pm. The patient stated that she manages her diabetes using pills, diet and/or exercise, and stated that she continued with her usual dose of medication including scale after the alleged issue began. The patient reported experiencing symptoms of thirst and frequent urination approximately 1 hour after the reported issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the first use of the product as it had been used earlier the same day, and identified that there had been some misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia after the alleged product issue began.